Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp y-type catheter extension set separated; further described as ¿during a turn, the patient had appropriate slack and the y connector broke at the base where the line "y's". The patient was receiving multiple infusions at the time (total parenteral nutrition, smoflipid, epinephrine, milrinone, dilaudid, and dexmedetomidine). The device was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation contaminated with blood. During visual inspection, the tubing was observed cut from the union of the y-junction. Due to the nature of the returned sample no further testing could be completed. The reported condition was verified. The cause of the event was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.